Manufacturer narrative:
(B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a fixation procedure at th11-l3. Post-op, a rod fractured at l1 left. Revision surgery was performed for removal. The fractured rod was replaced. Fragment remained in the patient. Patient complications were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.